Manufacturer narrative:
Initial and final MDR 1901832- MDR 3003442380-2024-11735- device 1 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set was leaking at connection to the site on (B)(6) 2024. The blood glucose level of the patient was 300 mg/dl. Moreover, the issue occurred with nine similar types of infusion sets used for two days. No further information available.